Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. It was stated that the customer was attempting to treat a high blood glucose, and gave too much insulin. Troubleshooting was performed and the insulin pump passed the required tests.